Event description:
It was reported that the patient received "treatment" for atrial tachycardia/atrial fibrillation (at/af) due to far field r-wave oversensing of the right atrial lead. Clarification was requested, however, no additional information has been received. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.